Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician used two delivery catheters but the low-voltage pacing lead could not cross the catheters smoothly. The physician replaced the lead and catheters. No patient complications have been reported as a result of this event.